Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On the same day of onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis event was unknown. The patient was treated with vancomycin (dose, route, and frequency not reported) for the event. The patient was recovering from the peritonitis event. At the time of this report, hospitalization was ongoing. Extraneal and dianeal therapies were continued. No additional information is available.